Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date abbott diabetes care became aware of the event.

Event description:
On (B)(6) 2012 a customer contacted adc and stated "she performed a test and received a high reading of 460 mg/dl" on an unspecified adc meter. The customer further reported she "called the pharmacist, and was informed by the pharmacist to go to the emergency room." The customer reported an unspecified injury related to this issue, but declined to complete a medical survey or provide any further information, as she "wanted to get to the emergency room as soon as possible". Multiple attempts were made to contact the customer to complete the medical survey, without success. There is no report of death or permanent impairment associated with this case.